Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. Five devices were received for evaluation; 3 events were duplicated during testing. Two events were not duplicated during testing; however, the devices were out of specifications. 4 devices were found to have compromised lubrication. One device was found to have internal corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device overheated. There was no patient involvement; no patient impact.